Event description:
It was reported that patient presented for lead revision procedure. Prior to procedure, it was noted that lead was not capturing at maximum output due to suspected micro-dislodgement. The lead was capped on (B)(6) 2024 and replaced with new lead. Patient condition was stable before, during and after the procedure.